Event description:
On (B)(6) 2014 salter labs received a complaint from a customer/patient stating that she tripped on oxygen tubing that she was using. The patient's leg was bruised. The patient went to a doctor on (B)(6) 2014 because of soreness.